Event description:
Eight months after undergoing a (pci) percutaneous coronary intervention, the pt was admitted with a 80% and 75% in stent stenosis of the proximal right coronary artery and mid left anterior descending artery. The lesions were without thrombus, and the timi flow was three, the lesions were treated with pci, and after the procedure, the pt recovered. The event was related to the procedure. This pt in the dessert study experienced restenosis post implantation of a bx sonic stent. Restenosis is a potential adverse event associated with coronary artery stenting. The dessert study examines restenosis rates of diabetic pts receiving either a cypher or bx sonic stent. No other pt history is available. One stent was implanted in the pt's mid-lad and one was implanted in the proximal rca. No details regarding the index procedure or vessel/lesion characteristics were provided. The restenosis was detected during 8-month follow-up angiography. Treatment included further pci with des implantation; the pt was reported to have recovered". New significant lesions in the pt's mid-lad and 2nd diagonal branch were identified during the same follow-up angiography.